Event description:
(B)(4) will capture the post-op event where the uss ii polyaxial 3d-heads detached from the head of an unknown screw, (B)(4) will capture the intra-op event where the clicking sound was observed and (B)(4) will capture the intra-op event where the construct was observed to make strange noises in recent surgeries.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received pictures were reviewed and it was found that on 3d screw head has separated from the screw. Therefore the complaint is confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient's birth year reported as (B)(6). This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an implantation of a uss ii polyaxial screw, the surgeon noticed that once finishing the procedure before closing the wound, the construct was making strange clicking sounds. There was no patient consequence. Procedure outcome is unknown. (B)(4) will capture the post-op event where the uss ii polyaxial 3d-heads detached from the head of an unknown screw, (B)(4) will capture the intra-op event where the clicking sound was observed. Concomitant devices reported: unknown nuts: spine (part # unknown, lot # unknown, quantity unknown), unknown rods: uss (part # unknown, lot # unknown, quantity unknown), unknown mono/polyaxial screw collars/sleeves/heads: uss (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown screw. This is report 2 of 4 for complaint (B)(4).